Event description:
It was reported that the device was nearing eri. The battery voltage decreased quickly within one month. The patient was rarely paced did not receive many shocks.

Manufacturer narrative:
The battery voltage was below end of service as received. A longevity calculation revealed that the battery depleted prematurely. Low voltage automated electrical testing found no anomalies. Current consumption was found to be normal before, during, and after temperature cycling and humidity tests. The battery was sent to the manufacturer for destructive analysis; no anomaly was found. The cause for the premature depletion was not determined.

Event description:
It was reported that the implantable neurostimulator turned itself off three times. No other clinical information was reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Na